Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the patient line becoming disconnected due to a loose connection is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during drain 2. The care giver (cg) indicated the patient line became disconnected and then the se 2240 alarm occurred. The cg noticed and reconnected the home patient (hp) with the alarm on the display. A baxter technical service representative (tsr) assisted the hp to close all of the clamps and to cycle the power to clear the alarm and get to ¿press go to start/ load the set¿. The tsr advised the cg to dispose of the current supplies and start over with all new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.